Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient fell and fractured tibial insert. Poly was removed and replaced. No complications."

Event description:
As reported: "patient fell and fractured tibial insert. Poly was removed and replaced. No complications."

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned -medical records received and evaluation: not performed as medical records were not provided. -device history review: indicates all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion it was reported that the patient experienced trauma, in terms of a fall, before the revision surgery was performed for the fractured insert component. The exact cause of the event could not be determined because insufficient information was provided. Further information such as product evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.